Event description:
In (B)(6) 2004, I had to go into surgery to remove a desmoid tumor wrapped around my ribs. They removed ribs and replaced them with a dual gortex mesh product of bard and a large sheet of marlex mesh measuring 25x20 cm. Since this surgery, I have had tremendous problems, I cannot do anything I used to do even sweep my floor. I cannot mow my yard, or even turn over in the bed without a lot of pain. I have constipation, nausea, diarrhea, hurting in lower part of abdomen, pain in legs and arms, occasional chest pains. It is sometime unbearable. Dual gortex mesh and large sheet of marlex mesh had to have cat scans for 6 months after surgery and had to have dye inserted to get results. Doctors had insisted I take the cat scans for 1 year, but the insurance refused. Since the surgery trying to find out why I hurt so badly and why I am in so much pain.